Event description:
It was reported that during a laparoscopic cholecystectomy procedure, upon the first firing, the clip didn't load properly into the jaws. Subsequent clips only half loaded into the jaws or completely fell out of the jaws. The clip applier wasn't used on any tissue so there were no patient consequences. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by clip didn't load properly (on first firing)? Did clip sideways feed? Did clip slow feed? Did clip not feed at all? Did multiple clips feed? The clip loaded half way and then didn't fire at all. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were dropped due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.